Manufacturer narrative:
The actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file didn't find any other similar report with the involved product code/lot# combination.

Event description:
The user facility reported that they are unable to insert the locator. The following information was provided by the user facility: the locator was not inserted into the insertion sheath, so the device was not used. To achieve hemostasis, manual compression was applied. The estimated blood loss was <250 cc. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient.